Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference article: pasic, miralem, semih buz, thorsten drews, and axel unbehaun. "Distortion of a transcatheter aortic valve after external chest compression." European journal of cardio-thoracic surgery 47, no. 1 (2014): 195-196. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Investigation results suggest/indicate, that valve distortion due to manual chest compression for cardiopulmonary resuscitation was the cause of the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences in (B)(6), through the review of the medical article ¿distortion of a transcatheter aortic valve after external chest compression¿ corresponding author dr. Miralem pasic et al. A case of a patient with transcatheter aortic valve implantation (tavi) with valve distortion due to manual chest compression for cardiopulmonary resuscitation performed on pod6 after the primary tavi. Four years after the first tavi, the patient underwent a transapical ¿tavi-valve-in-tavi-valve¿ procedure to treat aortic regurgitation. After the procedure, the aortic regurgitation was eliminated and the old distorted valve was reshaped.